Event description:
It was reported that pump touchscreen was shattered and unresponsive. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the report, the customer had not yet treated the bg. The customer reverted to an alternate method of insulin therapy.